Event description:
It was reported that 100 days post treatment has "boxes and a scar on her left cheek". Treatment dates are as followed: 1st treatment (B)(6) 2023. 2nd treatment (B)(6) 2023. 3rd treatment (B)(6) 2023. Patient believe that scarring appeared after 1st treatment. Cytrellis was made aware of patient impact 08.09.2023. Treatment dates are as followed: 1st treatment (B)(6) 2023. 2nd treatment (B)(6) 2023. 3rd treatment (B)(6) 2023. Patient believe that scarring appeared after 1st treatment. Cytrellis was made aware of patient impact 08.09.2023.

Manufacturer narrative:
It was reported that 100 days post treatment has "boxes and a scar on her left cheek". Treatment dates are as followed: 1st treatment (B)(6) 2023. 2nd treatment (B)(6) 2023. 3rd treatment (B)(6) 2023. Patient believe that scarring appeared after 1st treatment. Cytrellis was made aware of patient impact 08.09.2023. Treatment dates are as followed: 1st treatment (B)(6) 2023. 2nd treatment (B)(6) 2023. 3rd treatment (B)(6) 2023. Patient believe that scarring appeared after 1st treatment. Cytrellis was made aware of patient impact 08.09.2023. From the information and evidence provided, the root cause of scar can not be determined.